Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic cholecystectomy procedure, the seal of the trocar was weaker than the seal of the port. When they used a clip applier, the seal of the trocar was damaged. When they used the clip applier in the port, the problem didnt occur. There was no patient harm or injury. Nothing fell into the patient cavity.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal was cut. Only the top portion of the cannula with the circular seal was received. The circular seal was cut. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as misuse of product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.